Event description:
Pt reported that their one touch basic original meter was reading inaccurately low. Medical affairs specialist had called and left a message for the pt in 2004. There was no response from the pt. A letter will be sent. During troubleshooting, pt was walked through two check strip tests, which both failed specs. Pt had initially reported that due to the meter readings, pt visited their dr. Pt's meter result was 101 mg/dl and the dr's meter result was 312 mg/dl. This is an invalid comparison. Also, the time difference between the two tests was greater than 30 mins. Pt had claimed that their meter was reading inaccurately low. They had stopped taking their medications due to the low readings on their meter. During troubleshooting, it was also discovered that the pt was not cleaning the meter according to the owner's manual. Based on all the collective info, this case is reported as a meter malfunction due to the check strip test failing twice.